Event description:
Additional information received reported the health care provider (hcp) had switched the reservoir volume because it was determined the hcp would have to reorder the medication as he had the wrong one during the same programming session. The hcp changed the reservoir alarm to one milliliter from 2 milliliters to allow time for the office to get the preservative free morphine ordered and updated with that. It was reported the known software event occurred causing the pump to show a false low reservoir alarm. The hcp ordered the correct medication and the refill was then done within the next few days all without complications. The update was done and printed out in the office when the correct medication arrived.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter; product ID 8840, serial # unknown, product type programmer, physician; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the clinic received an erroneous low and empty reservoir alarm because they switched the reservoir volume to 20 and then back in the same programming session.